Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; b7; d2; d10; g1; g3; g6; h1; h2. D10: item# 32810504301; lot# 64662236. Item# 110034365; lot# 918aak1906. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: proposed component code - mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pre-revision office visit notes - prior radiographic loosening, pain in upper arm, distal half, right where implant is located. Assessment: mild swelling, mild global tenderness, rom 45-110 with pain at end ranges. X-rays: lucent line around cement mantle of humeral component, no osteolysis, no involucrum or sequestrum. Nuclear medicine study: increased reuptake consistent with loosening of humeral component. Ulnar component has some increased uptake near the hinge but distally into shaft there is not much. The radial head does have the expected uptake from the recent fracture. Revision notes - indication: loosening & pain. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed through medical records. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an elbow revision approximately two (2) years and seven (7) months post-implantation due to loosening of the humeral component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk ulnar component; lot# unknown; item# unk bushing; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.